Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. The pharmacy staff is calling on behalf of the customer. The customer came to the pharmacy today ((B)(6) 2015) because the hospital meter was reading 15 points higher than her trueresult meter. The customer has been in the hospital for the past week of (B)(6) 2015 (not related to her diabetes). The customer felt that the results she has been getting from the meter were not correct since she started using the meter on (B)(6) 2015. Customer's expected results are 90-100mg/dl - nonfasting. Strip expiration date is 04/13/2018 and strip open date is (B)(6) 2015. Reviewed meter memory: 99mg/dl (B)(6) 2015 07:23:00 pm fasting:no; 85mg/dl (B)(6) 2015 03:50:00 pm fasting:no; 83mg/dl (B)(6) 2015 03:48:00 pm fasting:no; 90mg/dl (B)(6) 2015 09:51:00 am fasting:no; 85mg/dl (B)(6) 2015 08:31:00 am fasting:no. The customer states that she tests four times a day. The customer is not on any medication for her diabetes. The customer is pregnant. The customer is storing the meter and test strips in the living room. The customer performs her test whenever she feels she needs to.